Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end needle of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken"

Manufacturer narrative:
H.6. Investigation: customer returned a single pen needle with no cap for identification. The non-patient side of the needle has been broken off at the proximal side of the hub¿s needle cannula. No signs of use or other damage to the pen needle. Based on the damage present, this may have occurred accidentally while the user was preparing the pen needle for use. No DHR review can be carried out as lot number is unknown. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle breaking. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. See h.10.

Event description:
It was reported that the non-patient end needle of the unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: "rear cannula end is broken".